Manufacturer narrative:
H10: the device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been reviewed. The lot number was provided and device history records were reviewed. There was nothing found to indicate that there was a manufacturing related cause for the event. The investigation was inconclusive for filter tilt and migration. The root cause could not be determined. The device is labeled for single use. H11: d4 (UDI number), g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration of device and malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not reported.

Manufacturer narrative:
The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration of device and malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not reported.